Event description:
It was reported via a (B)(6) study that a patient had their vns system implanted on (B)(6) 2009 and had their generator explanted on (B)(6) 2011 because it was reported that patient does not feel good, but no pain. Their lead may be explanted too. No more information available at this time. The product information is unknown and start date of their event of not feeling good. It is unknown what the not feeling good is related to. Used explant date as event date as actual event date not known.

Manufacturer narrative:
(B)(4).